Manufacturer narrative:
Updated fields; b4, d8, d9, g1, g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion), h11. It was reported during use the cardiosave intra-aortic balloon pump (iabp)'s screen was flickering. There was patient involvement reported but no patient harm or serious injury. A getinge field service engineer (fse) was dispatched to evaluate the unit and the problem was unable to be reproduced. The fse restarted the unit and ran the machine with no issues. The user continued to use it. The same fault did not occur again. The device was returned to expected use.

Manufacturer narrative:
Due to character restriction in block e1, e1 event site name is (B)(6). E1 event site telephone is (b)(). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) touch screen flickered.machine was in use and could not be used. No personal injury was caused.